Event description:
It was reported by a biomedical tech that error code 322 was identified in the device history log. It was also reported that there were no pt injuries.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval confirmed the reported symptom of "system error 322" through review of the device history log but was unable to reproduce during eval. The device meets specifications for the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux assemblies will be replaced as they are known contributors to the reported symptom.